Event description:
It was reported that during follow-up and upon an x-ray, it was noted that the atrial lead dislodged. No adverse consequences occurred to the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)